Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. The bd vacutainer® evacuated blood collection system instructions for use provides direction on prevention of backflow. Since some evacuated blood collection tubes contain chemical additives, it is important to avoid possible backflow from the tube, which could lead to adverse patient reactions. Precautions to guard against backflow are outlined in the instructions. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with blood pushing back into the vein.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was an issue with blood pushing back into the vein.